Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of suture detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a prolapse repair on (B)(6) 2014. According to the complainant, during the procedure, when the physician was pulling the suture of the first leg assembly with the capio device through the tissue, the suture broke. Nothing was left inside the patient. The bullet was found in the capio slim cage. The patient was reported to be fine and there were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted